Manufacturer narrative:
The reported complaint of the spacer not improving the patient's pain symptoms and worsening of existing pain was not confirmed. A product labeling review identified that the device was used per the instructions for use and that worsening of back or leg pain is a known inherent risk of the device. However, visual examination of the spacer revealed damage to the screw thread and severe abrasion on the mating surface of the actuator. The damage to the spacer is most likely the cause of the explant procedure and the most probable cause is unintended use error caused or contributed to the event.

Event description:
It was reported that a patient experienced increased pain in their back and legs. The patient's superion indirect decompression system spacers were explanted as a result.

Event description:
It was reported that a patient experienced increased pain in their back and legs. The patient's superion indirect decompression system spacers were explanted as a result.

Event description:
It was reported that a patient experienced increased pain in their back and legs. The patient's spacer implants were explanted as a result.